Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s spouse reported via phone call blank display anomaly on the insulin pump. Customer¿s blood glucose level was 192 mg/dl. Troubleshooting for blank display was performed. Customer advised they removed the battery and placed it back in however the display remained blank. Customer replaced the battery on the insulin pump and was advised to monitor the device for two hours for the display to return. Customer was advised to call back for a replacement device if the issue was not resolved.